Event description:
Healthcare professional additionally reported "enlarged lymph nodes" and "two masses". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., b.6., d.7., g.1., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, silicone in lymph nodes, hardness, enlarged, fluid build-up, and pressure.

Event description:
Patient reported right side "rupture, hardness and enlarged," "silicone in lymph nodes," "fluid build up" and "pressure." Device remains implanted.